Event description:
It was reported that during an unknown procedure, the device locked out on the pulmonary artery. They had to use the camera to find the stop of the stapler to ensure that the knife blade had not cut into the pulmonary artery. Whey they could see where the knife blade was, they reversed the knife, opened the jaws, removed the reload and used a new one in the same stapler. This fired correctly. Added on an extra 5-10 minutes to the procedure. At the end of the case, we loaded the reload that has the issue back into the stapler and fired it outside of the patient. The stapler locked out again so we knew it was an issue with the reload. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 09/25/2025. D4: batch #488d15. Additional information was requested, and the following was obtained: did the device lock-out (no staples deployed and no cut line started)? Yes. Or, did the device start to deploy staples and cut but could not be completed (partially fire)? No. Or, did the device fully fire and stop during the automatic knife return? No. Was there any difficulty opening the device? No. If yes, how was the device removed from the patient? Reverse knife button. If yes, did the jaws eventually open? Yes. Is the current patient status known? Unknown. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one vasecr35 reload was received partially fired 1/10th in the lock-out position with the remaining staples inside the reload pockets. It cannot be confirmed why the reload locked out; however, it is possible that the one-piece sled component within the reload may have been moved out of position during the loading process leading to the inadvertent lockout. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples met the staple form release criteria. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 488d15, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.